Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) exhibited a steady increase in impedance measurements from 600 to 1800 ohms along with high out of range shock impedance measurements of greater than 125 ohms. It was also noted that the pacing threshold measurements had increased and there were high defibrillation thresholds (dfts) for this lead. Noise was seen on the rv channel for an unknown reason. Subsequently a revision procedure was performed. During the procedure the physician experienced difficulty removing the rv lead, thus it was surgically abandoned. The ICD was explanted and replaced with no further complications. No additional adverse patient effects were reported.